Event description:
It was reported that the tps handpiece cord allowed the handpiece to run without activation during service inspection at the manufacturing facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
This is not a repairable device; therefore, it was not returned to the user facility following evaluation.